Manufacturer narrative:
The baxter technician found the CPR block spacer missing and needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Test the CPR release for proper operation and reset of the head drive system. When the CPR release is pulled, the bed should lower from any position into a flat position within 7 seconds with at least 50 lb (23 kg) of weight on the head section. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 27, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the spacer from CPR handles to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that affinity 4 bed frame (product code p3700e000015, serial number (B)(6)), CPR does not work and unable to be activated. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.